Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature: device dislodgement after sandwich technique in a reverse chicken-wing left atrial appendage: successful redo closure after neo-appendage formation

Event description:
The article, "device dislodgement after sandwich technique in a reverse chicken-wing left atrial appendage: successful redo closure after neo-appendage formation", was reviewed. The article presented a case study of an 85-year-old male patient with a history of persistent atrial fibrillation and a reverse chicken wing left atrial appendage. It was reported that on an unknown date, a 22mm amplatzer amulet was chosen for implant using the sandwich technique. Due to chicken wing morphology with extreme angulation, complete coverage of laa ostium was not possible. It was then reported three months post-procedure, follow-up transesophageal echocardiography (tee) showed dislodgement of the 22mm amplatzer amulet towards the chicken wing tip with a 15mm x 18mm device-related thrombus. Patient was started on escalated antithrombotic therapy to apixaban 2.5mg twice daily. Six months tee revealed complete resolution of thrombus and evidence of a large proximal neo-appendage. A decision was made to implant a 20mm watchman flx to occlude the neo-appendage. [The primary and corresponding author was xavier freixa, hospital clínic, cardiovascular clinic institute, institut d¿investigacions biomèdiques august pi I sunyer (idibaps), university of barcelona, barcelona, spain, with corresponding email: freixa@clinic.cat].

Manufacturer narrative:
As reported in a research article, device dislodgement after sandwich technique in a reverse chicken-wing left atrial appendage. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: device dislodgement after sandwich technique in a reverse chicken-wing left atrial appendage: successful redo closure after neo-appendage formation.

Event description:
N/a.